Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the pins of the power adapter from the monitor broke off. The remote monitor status is unknown. No patient complications have been reported as a result of this event.